Manufacturer narrative:
Type of investigation: (B)(4) - no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1; -6.50/+2.5/098 (sphere/cylinder/axis) implantable collamer lens; had became crimped and would not open. It was also reported that the haptics came off; the lens was not implanted. A back up lens was used.